Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected number ramping anomaly was noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had a cracked case on the display window corners, cracked display window, minor scratches on the display window, cracked battery tube threads and a cracked belt clip slot.

Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are not functioning accurately and the display was rapidly changing. The insulin pump will be replaced. Nothing further reported.